Manufacturer narrative:
Additional information was received on 12/6/2016 that the pump has been charging as expected. The customer stated they would continue using the current pump for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call.